Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 550:320:654:0000; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The condition of error code 550:320:654:0000 was confirmed through evaluation. This condition is due to a disconnected wiring harness. The cable connector was reinstalled to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.